Manufacturer narrative:
Continuation of d10: ddbb1d1 crt-d, implanted (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and impedance variation. The rv lead also exhibited oversensing, high thresholds, spike in impedance, and high impedance measurements. It was observed that the rv lead and right atrial (ra) lead were fractured and an x-ray noted that there were signed of a clavicular crush on both leads. Additionally, it was noted that there were numerous atrial tachycardia/atrial fibrillation (at/af) episodes where far field r-wave (ffrw) played a role in the cardiac resynchronization therapy defibrillator (crt-d) mode switching and noiseand oversensing were observed and consistent with electromagnetic interference (emi). The crt-d was subsequently explanted and replaced due to reaching normal elective replacement indicator (eri). The pace portion of the rv lead was capped and a new pace/sense rv lead was implanted into the pace port of the new crt-d. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.